Event description:
Customer reported via phone call to have received a no delivery alarms. Customer reports that alarms were due to reservoirs. Troubleshooting was not performed as customer was able to resolve no delivery with a complete set change.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Three opened/used reservoirs were evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoirs were not occluded.